Manufacturer narrative:
The nd (nezhat dorset) handle has qd (quick disconnect adapter), that allows for the tubing set to be switched from right/left-handed operation. The probe tip is then seated onto the qd adapter. The subject product evaluation found the qd adapter had unscrewed from the nezhat dorsey handle as was initially reported and remained seated on the probe tip. The qd adapter was removed from the probe tip, screwed back into the nd handle body, manually tightened, and the probe tip was reattached with no issue. The adapter and probe tip both stayed in place and did not loosen. Both the qd adapter and probe tip were in good condition, with no manufacturing anomalies noted. Although it cannot be determined how the qd adapter became unscrewed during use at this time, it is possible the qd adapter unscrewed due to an event occurring during user/device interface. The IFU instructions include: "the scrub nurse retains the trumpet valve handpiece and checks and tightens the knurled quick disconnect adapter at the front of the trumpet valve." The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that an x-stream laparoscopic irrigation tubing set that was used during a laparoscopic cholecystectomy case on 12/27 had the tip screw out out of the suction tip during the case. In order to complete the case, the surgeon picked a new tubing set to use. It was later reported that the device physically broke where the attachment tip connects onto the nd quick disconnect adapter. Nothing had fallen into the patient, this was a laparoscopic case and the section of the device that detached was external. There was no injury or impact to the patient.